Event description:
It was reported that there was an unknown malfunction with an attachment device. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact event date was unknown to the reporter. The reporter clarified the event occurred in 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The customer did not allege a specific malfunction. (B)(4) evaluated the device and visual inspection revealed that the locking bushing and pins were missing. Evidence suggests this was due to misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).